Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a valve-in-valve procedure of a 26mm sapien 3 ultra valve in mitral position by transfemoral vein approach within a non-edwards surgical device. To avoid the risk of lvot obstruction, the implant was performed higher than usual. As a consequence, the implant was not successful and a severe paravalvular leak was observed. The final position of the valve was 30:70, but the patient did not suffer any injury due to this pvl. A second 26mm s3u was implanted with nominal volume in replacement. After the implantation, it was observed that the mitral annulus was injured, leading to a cardiac tamponade. The procedure was converted into an open-heart surgery to repair the annulus, and the valve remained implanted. The patient was noted as to be stable.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified st j. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardia! Effusion is an abnormal accumulation of fluid in the pericardia! Cavity. Because of the limited amount of space in the pericardia! Cavity, fluid accumulation will lead to an increased intra pericardia! Pressure which can negatively affect heart function. When there is a pericardia! Effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardia! Effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardia! Effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the event could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13127.